Event description:
During placement of tunneled dialysis catheter, a 21g micropuncture needle used to obtain access to chosen vein, the needle was exchanged over a wire for a peel away sheath under fluoroscopic guidance. When doing the exchange of the micropuncture catheter for a dilator over the wire, it was noted that the distal 3cm of the catheter remained within the patient. Fragment not seen under fluoroscopy. A snare was then placed through the sheath over the wire in an attempt to remove the retained catheter fragment, however, the attempt was unsuccessful. Not radiopaque.